Event description:
It was reported that "when the dialysis nurse attempted to access it (the catheter), the arterial connector broke off and the pt required second trip to vir to have a new catheter placed over a wire."